Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were not getting any therapeutic results from the device right now. Patient also reported back issues and that it was caused by favoring their right side after they had their device implanted and it started causing issues on their left side. Patient also reported that they went to an exercise class and laid down on a bench and it sent a bolt of shock through their vagina so intense that they almost jumped up and that it hurts. Patient stated they were no longer feeling the shock but some weakness. During troubleshooting, patient experienced poor communication both with and without the antenna secured and patient confirmed the patient programmer battery were fine. Patient was redirected to repair and recommended that if the replacement patient programmer does not resolve communication issues patient should follow up with managing hcp directly. No further complications were noted or anticipated